Event description:
During assistance troubleshooting a system error 2240; which occurred on the homechoice (hc) during use during dwell 1 of 5; the patient revealed that the hc alarmed previously too, and they had to start over with new supplies. Therefore, the tsr suggested that they patient should just end therapy for the evening, and then contact their nurse regarding the alarm. During a follow-up with the home patient (hp) regarding the reported problem, they stated everything is going fine, and they are continuing therapy as normal. The peritoneal dialysis registered nurse was also contacted regarding the reported problem, and they stated that the patient never mentioned anything about this alarm. They stated as far as their most recent examination went, the patient seems to be fine. Therapy is being continued without further problems. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to a lack of sample. Therefore, the root cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.